Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Issues with blood back flow on our instye autoguard bc catheters. Occurred the week of 9/15/25. No patient harm, caused blood exposure to the nurses.

Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your reported issue of issues with blood back flow was confirmed due to the circumstantial evidence that was observed in the photograph and on the returned shielded needle from an 18ga insyte autoguard bc device from lot: 5129024. The product in the photo appeared similar to the returned sample. What appeared to be blood residue was visible throughout the shield, which indicates that blood likely leaked through the blood control valve. The IV catheter, which contains the blood control valve, was not returned for investigation. No devices from lots 5057908 and 5045783 were returned for investigation. Due to the condition of the returned sample, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.